Event description:
As reported, the end of the modular tri drive broke during reaming. All pieces were accounted for. The (B)(6) y/o male patient was not impacted and was last known to be in stable condition following the event the device is to be returned.

Manufacturer narrative:
Section h10: (h3) the disassembled tri-driver reported was likely the result of the retaining ring responsible for maintaining assembly of the sleeve on the tri-driver shaft becoming deformed as a result of the sleeve being held stationary while reaming or the sleeve being obstructed by soft tissue or bone.